Event description:
It was reported the patient underwent a revision surgery for a possible implant failure. There was no delay or complication during surgery. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: left hip arthroplasty with disassociation at the junction of femoral head and stem. Device history record (DHR) review was unable to be performed as the item and lot number of the device involved in the event is unknown. Root cause could not be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Discarded by hospital.

Manufacturer narrative:
(B)(4). Concomitant medical products: unknown, unk mom cup, unknown. Unknown, unk bimetric stem, unknown. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2020 - 02030, 0001825034 - 2020 - 02031. Customer has indicated that the product will not be returned to zimmer biomet for investigation, product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient is being considered for a revision on an unknown day for an unknown reason. Attempts have been made and additional information on the reported event is unavailable at this time.